Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (50-60 mg/dl). Reportedly, the customer treated a bg level by delivering a bolus, however, the customer's anatomy took longer than expected for insulin to take effect causing a low bg level. Additional information was not provided. Recommendation was made to discuss diabetes management and pump settings with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.